Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, stitches or sutures failed after anastomosis few days following a procedure. It was stated that a loose suture was observed during a complication and a surgical revision. The event resulted to unanticipated tissue loss and tissue damage. The surgical time was also extended to 30 minutes or more and incision was extended to more than 1 inch.